Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the drawer could not be recovered. The field service engineer (fse) inspected main drawer and found an intermittent failure to sense when closed. The fse replaced the latch sensor and performed testing using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the drawer could not be recovered. The customer stated that this malfunction occurred during dispensing medication to patients. However, there were no delay and no adverse events or injuries reported based on this event.